Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm occurred. The motor passed motor test. The pump was returned with missing end cap sticker and scratched display window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 444 mg/dl. The customer stated that the pump alarmed motor error when she tried to bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the motor error occurred more than once in the last 30 days. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.